Manufacturer narrative:
Concomitant medical devices: product ID: 4351-35, serial# (B)(4), product type: lead. Product ID: 4351-35, serial# (B)(4), product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported high impedances on one lead during implant. Impedances were greater than 20,000 ohms for a couple pairs; the patient was hydrated and leads were repositioned, noting the patient had scar tissue. Laparoscopy was started and converted to laparotomy. High impedances were not resolved in bottom lead so it was removed and replaced. Cause remains unknown. Follow up is being conducted to obtain additional information.

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), product type: lead. Product ID: 4351-35, serial# (B)(4), product type: lead.

Event description:
Additional information received from the health care professional (hcp) reported that the leads involved with the high impedances were (B)(4). Both of the leads were replaced as a result of the high impedances. The high impedances had been resolved.